Event description:
In the morning the customer received a blood glucose reading of 186 mg/dl on the contour next and took insulin based on the reading. That afternoon at approximately 4:00 he was taken to the ER because he was unable to converse, he was sweating and could barely walk. At the hospital his blood was retested and the reading on the hospital system was 30 mg/dl. He was given a dextrose injection and peanut butter and crackers. His blood glucose rose to 96 mg/dl and he felt better. The customer was advised to return the test strips for investigation. New meter and strips were sent to him.